Event description:
Related manufacturing ref: 2184149-2024-00006. During device preparation the day before the procedure, after the workmate claris was installed, smoke came out from the monitor, and it blacked out. There was no patient involved.

Manufacturer narrative:
One ensite¿ x isolation transformer was received. Based on the information provided to abbott and the investigation performed, the reported event was confirmed. The root cause was isolated to two blown/open fuses.